Event description:
In 2/97, an esophageal wallstent was implanted in the pt's esophagus across the ge junction. Five months post-implant, pt presented with dysphagia. Polyps were observed around the proximal end of the stent. Physician intervened 3-4 times during several visits to remove polyps and re-expand narrowed area. During pt's last visit, a second wallstent was implanted to cover polyp growth and bare metal wire ends observed in the center of the stent. The wires are pushed into the center when the esophageal sphincter constricts the stent near the end, deforming the wires. Since the wires are malleable, they should reconform to the wall when the sphincter relaxes. The wires may have been bent during constriction of the sphincter or during interventions by the physician.